Event description:
The field sales associate reported the following information: on an unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, and gore® viabahn® vbx balloon expandable endoprostheses (vbx). It was noted that the index procedure was performed at an unknown hospital, so procedure information and device lot numbers were unavailable. On (B)(6) 2020 the patient presented with a fistula between the common iliac artery and the common iliac vein. A type iii endoleak was reported between the previously placed gore® excluder® iliac branch component and vbx device. It was reported that the endoleak was feeding the fistula. It was suspected that the vbx device may not have been fully opposed to the internal iliac gate of the iliac branch endoprosthesis during the index procedure. An additional vbx device was used to treat the component disconnection. The type iii endoleak was successfully treated. The patient tolerated the intervention.

Manufacturer narrative:
Additional manufacturer narrative: ® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Updated section d.